Manufacturer narrative:
Section a is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The console experienced a failure to prime, with the purge disc not being recognized by the instrument controller despite the use of multiple purge cassettes. Troubleshooting steps included removing and reinserting the purge cassette as well as replacing it entirely; however, neither action resolved the issue. No console replacement was performed.

Manufacturer narrative:
Additional information has been provided d3 (manufacturer fax) and h4 (device manufacture date). Corrected information was provided in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the inability to recognize the purge disc on (B)(6) was a broken purge disc detection flag.